Event description:
This patient was originally implanted in 2003 with the gore excluder aaa endoprosthesis. During a routine follow up in 2004, the physician noticed a type ii endoleak without aneurysm enlargement. During another routine follow up in 2007, the physician noticed that the type ii endoleak was still persisting, now with aneurysm enlargement. Physician plans to reintervene (date unknown).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient; lot#023381107.